Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons responded properly. The keypad cover was removed, and no contamination was found under any button contacts. The pump case was removed, and no evidence of moisture ingress or loose components was found. The complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).